Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the hospital for an unrelated event. Upon interrogation of the device, high, out of range pacing lead impedance and a slight increase in capture threshold were observed. The patient reported falling down multiple times, and was not pacemaker dependent. The lead was capped and replaced on (B)(6) 2016. The patient was in good condition post procedure.